Event description:
During process of starting intravenous lines on patients, using the braun introcan safety catheters nursing staff noted that it required multiple attempts to start intravenous lines despite several training sessions with braun representative. This occurred with such frequency that a report was submitted to the cno of our organization to recommend replacing them with another product. Introcan IV catheter: difficult to stick patients even the ones with good veins: examples given of 2 patients healthy with good veins and needed to be stuck more than once to be successful. Insertion painful for the pt in comparison to the previous device in use. Patient said: ¿it hurts really bad¿ needle is dull despite the design. With (B)(6) pts, it is even more difficult. No margin of maneuver to thread the catheter when it is a difficult stick like sinuous veins, small veins on older pts. With older pts, the veins blow out because of the length of the catheter even with a 22gx1¿. We had 22g x .75¿ before. (B)(6) had 2 catheters bend issues. Preventing flushing or administering any type of medication. Even with antecubital access, require more than one stick. When catheter inserted in the antecubital area, if the pt keeps folding their arm, the catheter gets kinked and difficult to flush. When needle removed from the catheter, presence of blood on the whole shaft of the needle. Difficult to see the clear chamber for the first blood flash. Difficult to have a good handle on the catheter because of the length, needle being too far from the point of handle. Doesn¿t thread well. Resistance against the skin, even harder with tough skin. Incident where the needle once removed was cut up in bed sheet and the tip (clip) moved and leave a sharp end accessible. Issue on blood exposure and sharp prevention safety. Cover removed very easily from package with risk to get a stick (from clean needle). Overall, require more sticks before to be successful not only from inexperienced rns but rns with IV insertion experience (i.e. Ed. Critical care, infusion clinic rns). Many complaints from pts to get a different type of catheter as they had to be stuck more often. They have the impression that staff is lacking training. High level of insatisfaction and complaints among patients. Wings on the catheter with the type of dressing used cause pressure on skin, especially elderly patients (concern if catheter stays in place for 96 hours). When catheter removed because impossible to flush, it was found in accordion shape. Catheter flimsy, difficult to push on tough skin and even more with patient with fever (high body heat). Can be removed or pulled easily with the extension when insert on the hands. Duration of the IV site very limited because of all these complications. Dressing issues: dressing is not occlusive leaving space under the catheter accessible to contamination. Multiple complaints of catheters leaking because of the design requiring to keep an 8 degree angle. Dressing doesn¿t anchor the catheter safely especially when the catheter is inserted on the hand. Once the extension tubing is added, it sticks out and makes it easy for patient to pull out accidently when moving around with the bed linen or when washing their hands. Pacu have reported that the catheters are falling out the way they are being taped. These pts are coming from the operating room. Some complaints that it is itchy. Cannot visualize the site as well as if leaking or not. With pediatric patients, dressing too big when catheter placed on the top of the hands. Cannot cut this dressing to fit appropriate size of the extremities with pediatric population. The tape strips on the dressing included in the kit do not stick well and curl up. Extension set: the extension set provided by bbraun works better. However in emergency dept. They prefer to use the double port extension set which is heavier, bulky and contribute to put pressure on the IV site. Situation reported related to a port on this type of extension that blow out when trying to flush on IV site at antecubital area. Position of the clip on each of these ports doesn¿t permit to clamp the tubing close to the injection port when flushing the lines. Use of the kit: it is convenient. However, rns could do without it. Perceive as a waste. Recommendations: considering that patient satisfaction and cost effectiveness are critical as a steward facility, the actual catheter has increased patient insatisfaction with more pain with the use of these new ivs and has required more sticks than usual by patient before to get a successful insertion (increasing pain and cost by using more catheters than usual per patient. Nursing practice council members recommend: to get a description of the process to determine the choice of this new IV catheter; to inform nursing leadership of all these issues; to return to the previous product in use (safety intima and/or protect IV) or to trial a different product in areas that insert IV the most frequently (i.e. Critical care; emergency room; infusion clinics; oncology clinics.) This summary has been completed following the (B)(6) meeting of (B)(6) 2012 (at least one month since the beginning of using the new peripheral IV catheters). Overall the 2 main concerns are patient satisfaction and type of experience of care and number of sticks required per patient before successful insertion even with experienced staff. Date os use: (B)(6) 2012.